Event description:
It was reported the patient's omnipod dash personal diabetes manager is overheating and intermittently it will not turn on or off. It is unclear if the patient was using an insulet supplied charging cord.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#90987 was implemented. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Manufacturer narrative:
The pdm was returned for investigation and found no signs of exterior thermal damage or battery swelling. The pdm turned on to the loading screen with the returned battery but was unable to get past the loading screen to the lock screen, indicating that the processor boot loader is in critical failure. Once in the loading screen, the pdm was unable to be turned off using the power button. The data was unable to be downloaded from the pdm, and the main menu was unable to be accessed for testing due to this boot loader failure. The exact cause of the boot loader failure could not be determined; however, it could be determined to be the cause of the reported controller not turning on or off. The pdm battery showed no signs of swelling. The pdm was plugged in and allowed to charge, however due to the processer boot loading failure, the percent of charge was unknown. The pdm remained plugged in for 2 hours and was found to not overheat at this time. Due to the data from the date of occurrence being unavailable, it could not be determined whether the pdm was overheating during use. No problems were found regarding the reported pdm getting hot however the exact cause could not be determined.